Event description:
This event happened in 2002. A laparoscopic donor nephrectomy was performed using hand-assisted technique. Two hemolok mlx clips were placed on the renal artery and the renal vein was then divided with a gia endo stapler. The renal artery was then transected and the kidney removed from the operative field for subsequent transplantation. The patient was returned to the floor at approximately 1:00 pm on the day of surgery. Approximately five hours later, the patient was rushed to the operating room with obvious signs of bleeding. At the time of open re-exploration, the bleeding was sourced to the renal artery stump. The surgeon clamped and oversewed the renal artery with prolene sutures. As this report is written, there has been no report of morbidity.